Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the ICU, two days after the catheter was placed, a crack was found on the stopcock resulting in a leak. As a result, a new stopcock was used to successfully complete the procedure. The medical solution injected was kcl (potassium chloride). There was no reported delay, death, or complications to the patient.